Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and had blank display on screen. The customer's blood glucose value was 400 mg/dl at the time of incident. Customer reported that pump don't stay charged even though they put a new battery in this has happened before that the battery had to be changed every 3 days and she he needs insulin in it, when she takes it off to refresh insulin to put insulin in it, she turns off and it will say the battery is low and takes it out to change the battery it does not come back on happened last night when she changed the battery. It would turn on then it will say low battery then the last time it did not turn on any more. Customer states the display was not blank less than 30 seconds and did not return. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer states the contact on the battery cap was neither missing nor damage. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.